Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during replacement surgery, an implantable cardioverter defibrillator (ICD) was attempted but not used because it did not provide adequate shocks during defibrillation testing. As well, it was noted that there was a "short" in the right ventricular (rv) lead. The physician chose to shut off the superior vena cava (svc) portion of the lead, which enabled proper delivery of shocks. The device was explanted and replaced. No patient complications have been reported as a result of this event.